Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. Upon evaluation, the power supply connector was damaged. The cause of the inability to charge the battery packs is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the damaged power supply connector.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs.